Manufacturer narrative:
It was reported to philips that the device gave a low o2 supply alarm during the pre use set-up test (post). A philips field service engineer (fse) was dispatched to the customer site. The reported issue was confirmed and was found to be due to a bad test adapter. Following the evaluation of the device, the fse used a good test adapter to resolve the issue. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed. There was no device malfunction; the post failed due to a bad test adapter.

Manufacturer narrative:
There was no device malfunction; the post failed due to an incompatible wall oxygen adapter.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 10aug2020.

Event description:
The customer reported unit alarmed. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.